Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measurement of 500 mg/dl with associated dizziness, lightheadedness, shaking, sweating nausea, stomach pain and elevated urinary ketones. It was reported that the patient did not require treatment above or beyond the usual routine of diabetes management. The reporter stated the health care provider adjusted the pump settings before/after the event; basal rate and bolus settings. The reporter stated the time and date on the pump reset to the factory default setting when the battery was removed for less than 24 hours. This complaint is being reported because the patient experienced a blood glucose excursion while on insulin pump therapy with a pump that did not maintain the time/date setting when the battery was removed for less than 24 hours.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a cartridge cap was not returned with the pump for investigation; a test cap was used to complete investigation. Review of the black box data revealed no evidence of time/date reset to the factory default setting. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump was exercised for 29 hours and found to delivery accurately within the required specifications. After being exercised, the battery was removed from the pump for 6 hours. When the battery was reinserted, the time and date reverted to the factory default setting. Investigation duplicated the complaint. The pump was opened for investigation and revealed the internal clock battery was leaking; unable to hold charge.